Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The healthcare provider was in possession of the model 8835 personal therapy manager (ptm). The ptm was to be returned to the manufacturer.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (20 mg/ml, 7,493 mg/day) via implanted infusion pump. It was reported that the patient had a doctor-programmed dose of 7.5 mg and 2 boluses per day. The rep suspect that a broken myptm caused the pump to be reprogrammed to minimal rate mode. Suddenly, the pump started giving critical alarms and upon inspection, it was found that the pump was in minimal rate mode. The rep and hcp managed to reset the pump to its original settings, my ptm still reports an error, I plan to replace it with a new one and the patient was not using boluses yet. The patient was currently fine. It was further reported that the pump alarmed critical alarm and it was not possible to use myptm or apply a bolus. There were no environmental/external/patient factors that may have led or contributed to the issue. When checking the pump programming, it was discovered that the pump had spontaneously reprogrammed itself to minimum rate mode. The pump was reprogrammed to the original settings immediately after the problem was discovered. Myptm could not be used and still reported an error message. The issue was resolved at time of report. Surgical intervention did not occur and was not planned. The patient's age, weight, and medical history were asked, but unknown and would not be made available. The patient's status was alive - no injury. According to the logs provided, service code 225 (pump is in safe state) and 259 (pump memory error) occurred.

Manufacturer narrative:
Continuation of d10: product ID 8835 lot# serial#(B)(6). Product type programmer, patient product ID a810 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(6), UDI#:(B)(4). Product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the myptm malfunction was related to the 8835. The cause of the pump memory error and the pump entering safe state was not identified. Actions/interventions taken included the pump being programmed according to the attached report. The date of pump implantation was unknown. The software version of the a810 was also unknown.

Manufacturer narrative:
H3: 8835 patient programmer: analysis found that the customer complaint was not confirmed. An incoming test was performed and the device passed all the tests. The device was functionally okay and was received in good cosmetic/mechanical condition. The telemetry board was inspected along with the digital board and display and there were no observations noted. The upper and lower case were inspected with no observations noted. The device was cleaned. The device was tested on the automated test system and passed all tests. The device conformed to specifications. It was stated that two aaa batteries discharged due to low capacity/voltage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.